Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate numerous active devices during patient device follow up. It was noted that the programmer was able to interrogate on a last attempt try for one device but was unsuccessful with other devices. The programmer is expected to be returned. No patient complications have been reported as a result of this event.